Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's reported via phone call indicating that the insulin pump had sensor issue and suspend low. Customer's blood glucose at time of incident was unknown mg/dl. The customer's mother stated she had check settings and they had been set correctly and pump should have gone to suspend. The customer also stated issues with calibration and transm/pump connection. The customer's mother not with pump at the time of call. The customer was advised we would like to troubleshoot transm and review carelink reports. The customer's mother stated that she would contact us again once carelink upload had been completed.